Event description:
It was reported that the customer experienced a cracked and shattered touchscreen on their pump, making it illegible and unusable. The customer declined to answer whether the issue affected their blood glucose level. The customer reverted to manual injections for insulin therapy.